Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-45-1505 - lgc tibial fit tray cem sz 1.5f / 0.5t. (B)(6) 02-010-03-0315 - logic cr femoral cem, right, sz 1.5. (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(6) 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(6) 02-012-48-1509 - logic cr tib insert slope +, sz 1.5, 9 mm. (B)(6) 02-010-03-0215 - logic cr femoral cem, left sz 1.5. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 200-02-29 - three peg patella 29mm. (B)(6) 200-02-29 - three peg patella 29mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a bilateral on (B)(6) 2016. Following the surgeries, the patient began experiencing severe pain, swelling, and unsteadiness in both knees, and significant gait impairment. The patient continued to have pain, swelling, and discomfort in her right knee. X-rays were ¿suggestive of possible wear of polyethylene of the knee.¿ on (B)(6) 2022 the patient underwent a right knee revision surgery. The surgeon¿s operative findings included ¿some arthrofibrosis of [patient's] right total knee arthroplasty¿ and ¿wear noted on the polyethylene of the right total knee arthroplasty.¿

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6 the following sections were corrected: h6 MDR section codes updated/corrected: a, b, c, d, g.